Event description:
While trying to remove the device's strip guide, she accidentally sliced her finger on the suspect device. At the time of the report, patient had not yet sought treatment. Technical support contacted patient, 9 days later, and learned that patient's cut required stitches. Technical support requested the return of the suspect product and replacement product was shipped.